Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer primed the tubing but the air bubbles persisted. Tandem technical support (cts) suggested to change the cartridge to resolve the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. Customer¿s blood glucose level was 211 mg/dl.